Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 06/2023).

Event description:
It was reported that sometimes post catheter placement procedure, the red clamp was allegedly broken when trying to clamp the catheter. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that sometimes post catheter placement procedure, the red clamp was allegedly broken when trying to clamp the catheter. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: this supplemental MDR is being submitted to report that MFR rpt# 3006260740-2022-01620 was a duplicate record and was opened in error. The event details are being captured under complaint file # 4951347 and was reported to the FDA under MFR rpt# 3006260740-2022-01551. H10: d4 (expiry date: 06/2023), g3 h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.